Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. A review of the pump history indicated that a single loss of cartridge detection had occurred which could not be duplicated during testing. During eval the force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
During eval the force sensor was found to be out of calibration.